Event description:
A laser operator reported, a patient with an overcorrection following prk surgery for myopia. This report is for the right eye, the left eye is being submitted on manufacturer report # 3003288808-2010-00475. The patient received a prk enhancement procedure and the surgeon was pleased with the outcome. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).